Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned bender was evaluated. A portion of the tip had fractured off. The cause is likely due to weakening over time due to multiple uses and eventual failure during this surgery. A review of the manufacturing records did not identify any issues that may have contributed to this failure.

Event description:
It was reported that the tip of a rod bender broke off during surgery while trying to bend a rod. An alternative rod bender was used to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a rod bender broke off during surgery while trying to bend a rod. An alternative rod bender was used to complete the procedure. There were no reported patient impacts.